Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient presented with non union of right proximal femur fracture status post dhs implant system. Surgeon removed the implanted hardware of one plate, one compression screw, lag screw and four cortex screws from the patient and revised to an angled blade plate. This report is #7 of 7